Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked from the check valve immediately below the spike. The issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was done which observed a cut in the tubing that connects to the check valve. Functional test including pressure test and clear passage tests were performed which revealed a leak due to the cut in the tubing. The reported condition was verified. The cause of the condition was due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.